Event description:
It was reported while using an unspecified bd intravascular catheter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: in 2023 on (B)(6), according to the doctor's advice, the radial artery catheterization was given under the guidance of color ultrasound. After the successful insertion, it was found that there was leakage at the junction between the needle of the closed indwelling needle and the prn. After repeated confirmation, the indwelling needle leaked, and the radial artery was pulled out immediately.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.